Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The ipg was explanted and replaced on (B)(6) 2024 resolving the issue.

Event description:
It was reported the patients ipg displayed an elective replacement message indicating the device is approaching end of life. Surgical intervention may pending to address the issue.

Manufacturer narrative:
Date of event is estimated.